Event description:
It was reported that this artificial urinary sphincter was explanted due to infection. A request to implant a new device has been submitted. No further complications were reported.

Event description:
It was reported that this artificial urinary sphincter was explanted due to infection. The infection was identified due to dysuria and lack of urethral closure. Pain and scrotal swelling were also reported. The device was explanted. No further patient complications were reported.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. Review of product labeling was performed and confirmed that the infection, pain, dysuria, and swelling observed clinically are documented as potential adverse events related to use of this product.

Event description:
It was reported that this artificial urinary sphincter was explanted due to infection. The infection was identified due to dysuria and lack of urethral closure. Pain and scrotal swelling were also reported. The device was explanted. No further complications were reported.